Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited low impedance resulting in a polarity switch. As a result, the patient felt weak and felt left side pounding resulting in a discomfort. No intervention and patient condition was reported.

Manufacturer narrative:
Correction section h6: updated with "1508 - therapy delivered to incorrect body area" as the patient felt left side pounding.